Manufacturer narrative:
Additional device component: bvi 9600 probe ((B)(4)). Repeated attempts have been made to contact the customer and obtain further details on the complaint, including how they are using the device, whether there was any adverse impact to the patient, and if they can provide additional test results. The customer has not responded to these requests. The device was returned to verathon for evaluation. No malfunctions were identified. All measurements taken were within the published accuracy range of the device.

Event description:
The customer reported that the aortascan was giving inaccurate readings. There were conflicting readings on the same patient. "The scanner was off center on the screen. A reading was also taken at the hospital, and then they took one and they weren't matching up." No adverse consequence to the patient was reported.